Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the reporton behalf of neodent - jjgc.

Event description:
The clinician reported over 2 weeks after the dental implant and provisional crown were placed in ada site 6 in the mouth, the implant did not achieve osseointegration in type ii bone. Clinician reported the patient's pain, implant mobility and a post-operative infection. The site was grafted. The product will be forwarded to the manufacturer for investigation. There were no further reported post-operative complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc considering the surgical methodology, it was seen that the dentist has selected an implant design which is not recommended for the patient's bone quality. Device was not received by the manufacturer.

Event description:
The clinician reported over 2 weeks after the dental implant and provisional crown were placed in ada site 6 in the mouth, the implant did not achieve osseointegration in type ii bone. Clinician reported the patient's pain, implant mobility and a post-operative infection. The site was grafted. The product will be forwarded to the manufacturer for investigation. There were no further reported post-operative complications. (B)(4).